Manufacturer narrative:
(B)(4) date sent to the FDA: 01/19/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report # mw5065929.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, a small intestine was caught in the mesh and a part of small intestine was removed. As the patient stated, six bottles of bile was removed out of the patient. The patient was hospitalized for seven days. Then, as reported, the patient started throwing up a green bile and was rushed to emergency room. The patient was weak and could hardly move. Tests were performed and the patient underwent a surgery. Additional information will be requested.